Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm. The unverified reporter reported that the patient experienced missing wire during insertion after the sensor had been inserted in the arm. On 1/31/2024, the reporter claimed the sensor wire was stuck in the patient's body. The patient was admitted to the clinic for surgical wire removal from the body. The patient had to get wire removed from body on (B)(6) 2024 according to unverified reporter. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 6/3/2024.